Manufacturer narrative:
G5: 510k: k102985. B4: (B)(6) 2021. It was reported that the touch screen was replaced, and the system fully meets specification and returned to use.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. Electrical testing is out of specification. Intermittent unresponsive regions all over the touchscreen are observed. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.

Event description:
The customer reported needing touchscreen replacement. The unit was not in use, and there was no patient or user harm reported.